Event description:
The customer reported that the insulin pump was kicked by a horse. The caller stated that he had noticed the reservoir had a crack, and insulin was leaking. The customer mentioned that the reservoir was changed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.